Event description:
It was reported that the pt was experiencing a loss of tone in the lower legs following a pump replacement. The pt had been getting 100 mcg/day of 500 mcg/ml baclofen in the old pump. The new pump was refilled with 2000 mcg/ml of drug; the pump was not updated. The pt received 400 mcg/day of drug from 9:00 am to 4:30 pm before the error was recognized. The dose was reprogrammed to 100 mcg/day of the 2000 mcg/ml concentration and the pt had tone when lying down but had leg weakness when standing. Additional info has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
.